Event description:
Caller reported a cgm error and contacted support, where a complete pump reset was conducted with guidance from technical support. After the reset, the cgm error did not reoccur, and the caller was able to successfully start their sensor session. There was no reported adverse impact to the customer's blood glucose level.